Event description:
Additional information was received that the rv lead was explanted and replaced during a device upgrade to resolve this event. The patient was stable.

Event description:
It was reported that, noise resulting in oversensing was observed on the right ventricular(rv) lead. Technical support was contacted and recommended reprogramming the device. No intervention has been performed. The patient was stable.